Event description:
Reportedly when the device was connected to the patient through quik-combo pacing/defibrillation/ECG electrodes the device repeatedly prompted connect electrodes. An acls crew arrived on scene and diagnosed the patient with an unspecified but non shockable cardiac arrhythmia. The reporter indicated that patient outcome was not affected by the reported event, due to a lack of patient viability.